Event description:
Several symptoms from essure including cramping, pain, foul discharge, heavy periods, painful intercourse, hair loss, bloating, bladder infection. Symptoms resolved after partial hysterectomy with bilateral salpingectomy to remove devices and inflamed uterine tissue.